Event description:
During the implantation procedure of the device involved in this report, when the physician attempted to activate the auto-threshold algorithm, the pacing rate was faster than without the auto-threshold algorithm activated.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. Results: the reported behavior most probably resulted from the combination of auto-threshold algorithm specifications and patient/lead/implant physiology. Hypothesis could not be confirmed, and no further analysis could be performed, since no new element was provided on this case. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Conclusion: hypothesis could not be confirmed, and no further analysis could be performed, since no new element was provided on this case (date of the next follow-up still unknown). Nevertheless, no patient safety issue was reported.